Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was between 80 and 99 mg/dl, and the meter bg reading was between 50 and 55 mg/dl. Customer was hospitalized, admitted to the hospital due to hypoglycemia and shock. Customer was released the following day. A root cause could not be determined and no additional information was provided. A replacement sensor was sent to the customer.